Manufacturer narrative:
(B)(4).

Event description:
It was reported during generator changeout procedure, the left ventricular lead was capped and replaced due to inadequate threshold. The patient did not experience any adverse consequences during and after the procedure.